Event description:
Pt was implanted with a pfna nail and blade on (B)(6) 2012. F/u x-ray taken on (B)(6) 2012 showed the blade to be backing out. Pt was returned to the operating room on (B)(6) 2012 for removal of the nail and blade. This is #2 of 2 for the same event.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. No conclusion can be drawn at this time.